Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp was removed and replaced with spectra concealable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced erosion with the inflatable penile prosthesis(ipp). The entire ipp was removed and replaced with spectra concealable penile prosthesis. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.